Event description:
It was reported that the device had an electrical reset however, the parameters were not changed. It was also reported that there was a data field that states "invalid data". Follow up was performed and no further information could be obtained. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.